Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The transmitter (part number stt-gl-003 /serial number (B)(4)/lot number 5201203) was returned on 08/09/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.